Event description:
The customer reported to customer service that her baby has thrush and her lactation consultant indicated that it is "probably from the [breast] pump."

Manufacturer narrative:
Customer service sent the customer replacement parts/accessories. In follow up with the customer, she indicated that her baby has been treated for thrush and she herself has had recurrent yeast infections which began in (B)(6) of 2012. Her certified nurse midwife diagnosed the yeast infections and prescribed diflucan, an all-purpose nipple ointment, nystatin, gentian violet and clotrimazole as treatments. All are over-the-counter medications with the exception of the nystatin. At the time of contact, the customer indicated that she has "tentatively healed." Clinical staff attempted to contact the customer, but were unsuccessful. Instead, an e-mail was sent with evidence-based information regarding thrush in nursing babies and mothers using breast pumps. Additionally, proper care for both mother and baby and meticulous pump hygiene advice was provided. It cannot be definitively concluded that the pump caused, or contributed to, the yeast infections. Complaints will be monitored for similar issues.